Event description:
A zoll distributor returned a battery charger/modem, reporting that it was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn: (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation, the battery charger was resetting. The cause for the resets was isolated to a contaminated battery board, a shorted q1 current controlling transistor, and a shorted u13 cmos flash microcontroller. The root cause for the contamination was ingress of an unknown liquid. The root cause for the shorted u13 and q1 components could not be positively identified. No adverse event resulted from the defective battery charger/modem.